Event description:
Tonight when we hooked up tpn the tubing was defective and leaking badly. There was a hole in the tubing close to the 1.2 micron filter. The lot number on the defective tubing was; cf2201719 2027-01-17, ref # (B)(4). FDA safety report ID# (B)(4).